Event description:
It was reported that the patient received inappropriate shocks. Noise and aborted therapies were noted. Increased threshold and decreased impedance were noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 13.0cm was returned for analysis. The portion of the returned lead was normal. Without the return of the entire lead, a complete analysis could not be performed.